Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Parent reported inaccurate cgm values. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid.